Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer single piece lens but one haptic tore off. There was no pt contact or injury.

Manufacturer narrative:
H.6 evaluation: results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn). Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.